Event description:
Loss of transmission of data between mechanical ventilator and monitoring system. Multiple error codes which describe a buffer overflow. This results in loss of unit based alarm capability.